Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a leak was reported and is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell four of seven. The patient was connected at the time of the alarm. The care giver (cg) stated they had noticed some solution on the floor, but did not know where it had come from. The cg stated they had not seen anything unusual with the supplies; the box and over pouches were intact. The cg stated the connections had been secure between the lines and the bags. The technical service representative (tsr) explained the alarm to the cg and advised them to start therapy over with new supplies. The tsr reviewed proper procedures with the cg. There was no patient injury or medical intervention associated with this event. No additional information is available.